Manufacturer narrative:
The customer reported that one tile (tele device) is not displaying the heart rate at the central nurse's station (cns). According to the customer, they're using 6 leads and they're also using the spo2 probe. The clinical specialist spoke with the customer and asked if any troubleshooting had been done. The customer stated that she had not performed any troubleshooting. The specialist informed the customer that this was not a setting issue and asked her to change out the telemetry device and test it via simulation. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 11/11/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 11/15/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 11/20/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.

Event description:
The customer reported that one tile (tele device) is not displaying the heart rate at the central nurse's station (cns). There was no patient injury reported.

Event description:
The customer reported that one tile (tele device) is not displaying the heart rate at the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that one tile (tele device) is not displaying the heart rate at the central nurse's station (cns). According to the customer, they're using 6 leads and they're also using the spo2 probe. The clinical specialist spoke with the customer and asked if any troubleshooting had been done. The customer stated that she had not performed any troubleshooting. The specialist informed the customer that this was not a setting issue and asked her to change out the telemetry device and test it via simulation. There was no patient injury reported. Investigation summary: the customer did not respond to follow up attempts. As the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, root cause cannot be determined. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative.